Manufacturer narrative:
Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Reference MFR numbers: 1221359-2021-01975, 1221359-2021-01978, 1221359-2021-01980, 1221359-2021-01981.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient three (3) of five (5). The customer reported a false positive result with the ID now covid-19 assay performed on unknown (not from kit) nasopharyngeal swabs. Repeat testing was performed with negative results. The patient was tested at an undisclosed facility for those negative results. Confirmation testing on nasopharyngeal and throat samples were performed on pcr generating negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.